Manufacturer narrative:
H6: investigation summary: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit flu a+b 30 test physician veritor (mn# 256045), batch number 0077932. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. The root cause could not be identified. Bd quality will continue to closely monitor for trends. If you have any additional questions or concerns, please do not hesitate to contact bd technical services.

Event description:
It was reported that while testing with bd veritor¿ system for rapid detection of flu a+b clia-waved kit 16 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: customer alleges false positive flu a on ver 256045 lot 0077932 (7 from customer site +9 patients from a nursing home a rn took some swabs and tested patients from the nursing home) 16 in total. Pcr performed after the positive all of them were negative.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while testing with bd veritor¿ system for rapid detection of flu a+b clia-waved kit 16 false positive results were obtained. Confirmatory testing was performed using pcr test method and the results were negative. There was no report of patient impact. The following information was provided by the initial reporter: customer alleges false positive flu a on ver 256045 lot 0077932 (7 from customer site +9 patients from a nursing home a rn took some swabs and tested patients from the nursing home) 16 in total. Pcr performed after the positive all of them were negative.